Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The investigation has been reopened. Depuy will notify the FDA when the investigation is complete.

Event description:
Update received 8/18/2016. The medical device declaration for shipping and authorization forms were received. They indicate that the patient was revised on (B)(6) 2016. Reason for revision was not provided on these forms.

Event description:
Litigation alleged the patient suffered synovitis, mechanical complications, tissue necrosis, inflammation, loosening of the prosthesis and chromium and cobalt toxicity as a result of the implanted asr hip.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.